Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number: 3004608878-2020-00408.

Event description:
This is 1 of 2 reports. A customer reported that the a1018 mayfield swivel adaptor was not tightening/screw was missing. There was no known patient involvement or surgery delay.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The nylon washers and the retaining rings were worn. The unit was missing a torque knob that will need to be replaced. No lot information was provided therefore no manufacturing records could be reviewed. The device exceeded its expected life of seven (7) years (manufactured on 2009). The investigation did confirm the reported condition. The definite root cause could not be reliably determined.